Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported an attempt was made to perform a gain calibration and the imaging system was activated, but the image acquisition system (ias) did not activate while the generator remained "x" and ias would not start. It was the same after restarting. A repair was scheduled. There was no patient involvement.

Manufacturer narrative:
The system was serviced in the field. The standalone board was replaced. Following replacement the system passed all testing. Codes b01, c02, and d02 are applicable. The standalone board was returned and analyzed. Analysis confirmed the reported complaint. Visual inspection showed component r21 was electrically over stressed. The board was unable to be bench tested due to the over stressed components. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: (B)(6); rev. T, ubd: , this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.